Event description:
It was reported that during a pulsed field ablation (pfa) procedure the faradrive steerable sheath clear was selected for use, air within the sheath at the end of the procedure was detected. The sheath was still inside the patient and the farawave catheter within sheath. No leakage detected prior. The procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure the faradrive steerable sheath clear was selected for use, air within the sheath at the end of the procedure was detected. The sheath was still inside the patient and the farawave catheter within sheath. No leakage detected prior. The procedure was completed successfully without patient complications. The device is expected to be returned. It was further reported that the leakage to the outside (blood tripping) was not detected, though air was detected within the sheath at the end of the procedure despite proper sheath handling.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.